Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The test reservoir fits and locks in properly in the reservoir compartment. No unexpected popping during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was over 100 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.